Event description:
The customer received a blood glucose reading of 270mg/dl on the contour next meter, re-tested on a different meter and the reading was 91mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was not provided. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Contour next test strips were returned for evaluation. The test strip information was not provided in the initial report. Model# 7311, lot# 3cfec05, expiration date 03/31/2015. Manufacture date 03/01/2013.